Manufacturer narrative:
The synchroseal instrument has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. An isi field service engineer (fse) followed up with the customer following the event. No additional instances of the issue had been observed. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video was provided by the site for review. An instrument log review was conducted, which resulted in the following findings: a sychroseal instrument ( 480440-05/ t90200901-0200) was used in the sleeve gastrectomy procedure on (B)(6) 2021 with system sk3881. This complaint is being reported based on the following conclusion: the synchroseal instrument reportedly did not sufficiently complete a seal. There was noted to be a loss of power during the sealing attempt, with no system errors and no indication of mishandling or misuse. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, and the cause of the failure is unknown, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the synchroseal instrument lost power mid-use. Customer stated that the e-100 leds turned red and customer was not able to press the power button on the front of the e-100 to power cycle. Customer stated that they removed the instrument from the e-100 generator and performed a hard power cycle to the e-100 by turning it off on the back of the e-100. Customer stated that the e-100 powered on normally after and were able to continue with using the synchroseal. Customer stated that there were no system messages or errors when the issue occurred. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and did not see any errors present in the logs. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.